Manufacturer narrative:
MDR codes: add 2954. Remove 3196.

Event description:
It was reported that the control iq software did not adjust insulin delivery as intended. Reportedly, the issue resolved and the control iq software resumed functioning as intended. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose ranged from 68-69 mg/dl. Reportedly, customer continued using pump for insulin therapy.